Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, upon explanation, fluid loss was observed, and it was found that both cylinders had ruptured near the junction where the tubing connects to the cylinder. The ipp was explanted and replaced. There were no patient complications reported.